Event description:
Rptr complains of: chronic infections, intestinal cystitis, blood pressure low, peripheral neuropathy, demyelinating neuropathy, carpal tunnel syndrome, motor neuron disease, anxiety &/or depression, organizational difficulty, lack of concentration, short-term memory loss, balance disturbances/vertigo/dizziness, atypical m-s, chest pain, discoloration and temperature sensitivity of extremities, frequent low grade fever, chronic diarrhea &/or constipation, esophagitis, duodenitis &/or gastritis, irritable bowel syndrome, hysterectomy, substantial hair loss not connected with medications, severe headaches, heart problems, hypersensitivity or allergies to chemicals, molds, dust or pollen, insect bites or stings, unusual chronic infections, connective tissue disease, atypical lupus, scleroderma, joint inflammation, swelling, pain/arthralgia, rheumatoid arthritis, persistent joint stiffness, can't afford x-rays, unable to inhale proper amount of oxygen at x-ray times, chronic swollen lymph nodes under arms and groin, chronic unexplained muscle spasms, muscle pain and burning, muscle atrophy, fibromyalgia, myositis or polymyositis, fascitis, unexplained rashes, sun sensitive, unexplained severe itching, numerous moles, freckles, etc, dermatomyositis, chronic insomnia, non-restorative sleep, vasculitis, chronic fatigue syndrome, long-term extreme fatigue, granulomas or silicanomas, clumsiness/dropping things, misjudging distance/running into objects, sicca.